Event description:
Thrombus extension into left cfv; patient taken for ivc filter placement on (B)(6) 2014.

Manufacturer narrative:
It was noted that there were no issues cited with the device performance.